Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-08-12. H6: investigation summary bd received (B)(4) samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was not observed. Additionally, the customer samples were evaluated by visual examination and functional testing and the indicated failure mode for slanted needles was observed in (B)(4) out of(B)(4)samples. However, all (B)(4) samples engaged the safety shield over the needle appropriately. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: here is the defective needle lot number that we are currently experiencing with our bd eclipse 22g black needles. This lot is not properly engaging the safety device. Was there a needle stick injury? Yes I had an employee needle stick on monday night due to the safety device not closing properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure resulting in a needle stick injury post use. The following information was provided by the initial reporter. The customer stated: here is the defective needle lot number that we are currently experiencing with our bd eclipse 22g black needles. This lot is not properly engaging the safety device. Was there a needle stick injury? Yes I had an employee needle stick on monday night due to the safety device not closing properly.